Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station could not power on and displayed a black screen. The technical support specialist checked the station via remote support services (rss), which indicated the station was online. The tss then confirmed with the customer that the station was running up properly and the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to turn on and had black screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.